Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increased impedance and noise were noted on the right ventricular (rv) lead. X-ray confirmed dislodgment and the lead appeared "apical". The lead was capped and replaced. No patient complications have been reported as a result of this event.